Event description:
It was reported that the patient had chronic kidney disease and a chronic driveline infection on levaquin. The event date was estimated.

Manufacturer narrative:
Event date was estimated. The dates of driveline infections and onset of chronic kidney disease was requested but not provided. Other driveline infection and chronic kidney disease was covered under MFR # 2916596-2022-10336. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of renal dysfunction could not conclusively be established through this evaluation it was reported that the patient had chronic kidney disease and a chronic driveline infection that was treated with antibiotics. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including driveline infection and renal dysfunction. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complications. This section also outlines care instructions in reference to controlling and preventing infection, including exit site treatment. The patient handbook also provides instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.